Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced low blood glucose of 20 and 50 mg/dl. The customer treated with food. He also reported that the insulin pump alarmed no delivery, high blood glucose and sensor reading discrepancies. Blood glucose at the time of the alarm was 300 mg/dl. The customer stated that the no delivery alarm was resolved by changing the infusion set and reservoir. Troubleshooting was declined. The device will not be returned for analysis.